Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies for detection of atrial fibrillation (af) with rapid ventricular response (rvr) by the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.